Event description:
Please refer to a previous report. After learning of the manufacturer recall pertaining to the pedi-caps and removing all involved product off of shelves our np encountered an issue over the following weekend. A patient required intubation after an abrupt delivery. A pedi-cap was utilized, but there was no change in color upon use and no improvement in saturations. This particular pedi-cap's lot number is not part of the urgent recall from days earlier. Np reports the cap was purple when removed from packaging and placed on endotracheal tube and remained purple with positive pressure ventilation (ppv). Np reports seeing the ett pass through the cords and states there were equal breath sounds, but no improvement in saturations. Pedi-cap was replaced with another and there was immediate color change to yellow and improvement of infant's saturations with same ventilation mode/rate. There was no injury/harm to patient. There was only a small delay in confirming correct intubation/ventilation. Pedi-cap sequestered and risk management notified of equipment malfunction. Infant was stabilized but transferred to another hospital for higher level of care per protocol. All product from this lot number has now been removed.